Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 20 months post implant of a bifurcated device, two suprarenal aortic extensions and an infrarenal aortic extension the patient expired on an unknown date. Endologix learned about the patient death on (B)(4) 2015 when the regulatory affairs coordinator received the device tracking form with a hand written comment "patient deceased". No other information regarding the patient death was provided.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness could not be fully assessed due to the lack of a pre implant CT scan. Using the pre implant angiogram run, product use was incongruent with the IFU due to: the presence of a juxtarenal aneurysm (3.6 cm transverse length of the aorta just below the left renal artery); aortic neck angulation of approximately 70 degrees; and, failure to follow the IFU (the suprarenal aortic cuff was intentionally place over the left renal artery). Cautionary product use conditions that might have contributed to this event included: the pre- existing right femoral-popliteal bypass, and a current history of angioplasty and thrombectomy of the right bypass graft two months prior to the evar repair; peripheral vascular disease; and the reported bilateral iliac stenosis. During the implant procedure, there was evidence to support technical difficulty accessing the left common iliac artery; the bifurcation and left iliac artery demonstrated signs of stenosis. There was evidence of intentional coverage of the left renal artery (failure to follow the IFU) and an unintentional, intra-procedural stent migration due to the angulated, short proximal zone. These issues might have contributed the eventual re-occlusion of the right bypass graft one month later. There was evidence to support a type ii endoleak proximal left graft; possible sources included the renal, inferior mesenteric or lumbar artery. One month post implant, there was evidence of a complication of an acute right leg ischemia. This condition required multiple interventional angiograms with angioplasties and a continuous tpa infusion over a weeks time. An eventual open repair to remove thrombus and relieve stenosis of the anastomosis of the bypass graft was required. There was significant remodeling of the distal aortic components that demonstrated a greater than 90 degree angulation of the left iliac artery with a high grade stenosis at the inferior stent margin. The reported death could not be confirmed. This patient had a very complex medical history that included coronary artery disease, end-stage-renal-disease and hepatic cancer. The cause of death could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue could not be identified. The clinical review showed that the device was used off-label and that the patient had a number of medical problems. A specific cause of the patient's death was not reported and could not be established with the clinical review.